Event description:
It was reported that pump experienced malfunction alarm with code 12, which had occurred multiple times on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged replacement pump with updated software.